Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information. During the procedure, the distal section of the microcatheter broke. The catheter was reported to have been stuck. No vasospasm occurred. A decision was made to push the catheter segment back to the right maxillary artery where it was embolized with a liquid embolic to secure with coils in that position. The event did not result in patient injury nor did it prolong the patient¿s hospitalization.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. The distal tip remains embolized in the patient. The rest of the catheter's location was unknown. Correspondence has been sent for the location of the rest of the catheter; however, no information has been received. All products are 100% inspected for damages and irregularities during manufacture. Per the our flow directed micro catheter instructions for use (IFU): ¿do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation.¿ the user facility medwatch form that we received is mw5067991. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a microcatheter broke inside the patient¿s blood vessel and remains in the patient. The patient was undergoing liquid embolization procedure of a right frontal meningioma tumor. During the procedure, one of the microcatheters broke. Attempts were made to retrieve the broken segment, but were unsuccessful. A decision was made to push the catheter segment back to the right maxillary artery where it was embolized with a liquid embolic to secure it in that position. The event did not result in patient injury nor did it prolong the patient¿s hospitalization.